Manufacturer narrative:
(B)(4).

Event description:
The pt was trialing an octapolar lead. She had an existing rechargeable system implanted which utilized a surgical lead. The plan was to unplug the extension from the 8-15 port and use that port to continue trialing the octapolar lead. Upon testing the 8-15 port, impedance of greater than 10,000 ohms was observed. The outcome is unk. Further info is being requested at this time.